Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was not confirmed as the suture was not returned for analysis. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: correction the lot number has been corrected to 0120741.

Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in the left femoral vein via a 5fr sheath using the pre-close technique prior to an ablation procedure. The sutures were successfully placed. The sheath was upsized to 15fr and the ablation procedure was completed. Reportedly, when advancing the suture trimmer to trim the sutures, the suture broke and pulled out of the vein with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Femoral imaging was not performed. There was no reported clinically significant delay in the entire procedure. No additional information was provided.